Manufacturer narrative:
The device was returned to boston scientific for analysis. After visual inspection, the device had no visual defects. Functional testing showed the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The continuity test was performed and no problems were detected. The device's lumen was leak tested using an isaac hd leak tester (pressure decay test system) and a touhy bourst seal for sealing the irrigation holes and mini electrodes. The lumen pressure decay was measured three times. The unit passed the test without problems. Flow test was performed and the device was connected to a metriq pump and was purged at 60 ml/min. All six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. The ablation was verified by an ablation test using the maestro generator 4000 and metriq, and the device was found within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during an ablation procedure with an intellanav mifi open-irrigated ablation catheter, ablation could not be performed due to the temperature not dropping and therefore not energizing. No error message displayed. The device was exchanged for another of the same type and the issue was solved. The procedure was successfully completed with no patient complications. The device was returned to boston scientific for analysis.